Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or relabeled lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the device interacted with the anatomy and/or previously implanted stent resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous distal left anterior descending coronary artery. An unspecified xience stent was implanted, and a 3.5x15mm nc trek balloon dilatation catheter was used for pre-dilatation. However, the balloon ruptured during inflation, so a 3.5x15 nc non-abbott balloon was used to successfully compete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.